Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that there was ventricular tachycardia (vt), hypovolemia, and a suction event during impella 5.5 patient support. On 5.5 insertion, the patient went in sustained vt and received one direct current shock to return to normal sinus rhythm. Multiple blood products were being given since the patient became hypovolemic overnight. Suction events at p9 were resolved with reducing the p-level, bedside echocardiogram was performed and the team was content with the pump¿s position. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hypovolaemia: the cause of the injury was unable to be determined due to insufficient clinical details. Tachycardia: the root cause of the injury was unable to be determined due to insufficient clinical details. Pump suction: no logs available. The cause of the pump suction was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.